Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided, brand name unknown / not provided, additional device information unknown / not provided, if implanted, not provided, premarket identification PMA/510(k) number unknown / not provided, device manufacturer date unknown / not provided.

Event description:
It was reported that the implant was removed because they were fractured and peri-implantitis on the sites. Symptoms as a result of the event: pain and inflammation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two unknown biomet implants were returned for investigation. Visual inspection of the as returned product identified excessive bone and debris along with damage due to the removal process and fracture at the top of implants. Device history record (DHR) review and complaint history review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g7: type of report, follow-up number h1: type of reportable event h2: follow up type h10: additional narrative.

Event description:
There was no peri-implantitis.